Event description:
Heartmate 2 patient presents with bilateral subacute cerebrovascular accident (cva) (presumed central embolic source; no large vessel occlusion found on computed tomography angiography (cta)) with conversion to lobar subarachnoid hemorrhage in right frontal in the setting of international normalized ratio (inr) 3.2 and aspirin 162 mg daily.